Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Perforation is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, the physician used the sep8 with an indigo system cat 8 aspiration catheter (cat8). Upon completing the procedure, the physician noticed that the sep8 had perforated the patient's bypass. The procedure ended at that point, and no additional medical intervention was performed. The patient was discharged the next day.